Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 375 mg/dl and "angina". Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with "injections"; nature of injections was not provided. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.